Manufacturer narrative:
Approximate age of device ¿ 3 years and 7 months. The pump was not explanted; therefore, the pump is not available for evaluation. However, a portion of the percutaneous lead was to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2018 the patient was found expired at home. The cause of expiration was not known as the patient lived alone. System controller history interrogation performed by the healthcare professional revealed that batteries were last changed on (B)(6) 2018 at approximately 11 am. A low voltage advisory alarm then occurred on (B)(6) 2018 at 1 am. The healthcare professionals reported that perhaps an event occurred between those events, possibly a stroke. Autopsy was not performed. It was reported that the patient was not compliant with appointments and lab work. The last lactate dehydrogenase (ldh) was normal on (B)(6) 2018 at 391 u/l. The patient had an ICD change on (B)(6) 2018 which was also the last contact the patient had with the healthcare professionals. A representative of the manufacturer¿s technical services reviewed the submitted log file which confirmed that the patient did not respond to the low battery advisory or hazard alarms t. It appeared that the 14-volt external batteries and the system controller¿s backup battery were both drained. The log file ended with the driveline being disconnected.

Manufacturer narrative:
Investigation summary: review of the log file that was submitted by the account confirmed depletion of the patient¿s external 14v li-ion batteries, followed by the depletion of the system controller's backup battery; however, a specific cause for these events could not conclusively be determined. Additionally, a direct correlation between the heartmate ii lvas, serial number (B)(4) and the suspected stroke could not conclusively be determined. The submitted log file contains relevant data from (B)(6) 2018 at 23:04:11 through (B)(6) 2018 at 02:59:04. No atypical alarms were captured until (B)(6) 2018 at 01:25:00 when the low battery advisory alarm became active. The low battery hazard alarm then became active on the same date at 02:50:58 due to further depletion of the batteries. The system switched to operation on the backup battery at 02:59:04 due to complete depletion of the external batteries. The last few captured events show a timestamp reset to 01jan2001, due to the restoration of power to the system controller after it had been completely depleted. Heartmate ii lvas, serial number (B)(4) was not explanted for evaluation. The heartmate ii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. This IFU and the hmii patient handbook outline battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. These documents also explain that patients must always connect to the power module for sleeping or when there is a chance of sleep. Additionally, the hmii lvas IFU lists death as an adverse event that may be associated with the heartmate ii left ventricular assist system. The relevant sections of the device history records (documents (B)(4)) for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file for this event.